Manufacturer narrative:
(B)(4). Cg8+ lot w16236, expiration date 04/14/2017, date of manufacture 08/23/2016. Cg8+ lot w16294, expiration date 06/14/2017, date of manufacture 10/20/2016. Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/07/2017. Retain product was tested and was performing to specification. Return product was not available. Investigation: a review of the device history record confirmed the lots passed finished goods release criteria. Retain cartridge testing met the acceptance criteria found in q04.01.003 rev. Aa, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: based on the hemoglobin difference of 5.8 between the I-stat and the laboratory and 5 between the two I-stat results, the approximately difference in hematocrit would be 17 and 14.8 %pcv. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lots are meeting specification. No specific po2 values were provided, only so2 with no comparator. The two I-stat results are consistent. So2 is calculated from measured po2 and ph and from hco3 calculated from measured pco2 and ph.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding cg8+ cartridges that yielded suspected discrepant so2 and hgb results on a (B)(6) male patient with copd. There was no additional patient information available at the time of this report. (B)(6). Cath lab tests: (B)(6). At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).